Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving an un known drug via an implantable. The patient concomitant medications and medical history were not obtainable. It was reported that this event occurred approximately on (B)(6) 2016. During normal use a pump motor stall occurred. The pump was updated several times but "unsuccessful." There were no patient symptoms reported at this time. It was unknown if any environmental, external, or patient factors contributed or led to the event. The pump was explanted and replaced. At the time of the report the patient's status was reported as alive-no injury and the issue was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
On (B)(6) 2016 the representative reported that the cause of the motor stall was not determined. It was not verified in the patient file "for the moment" if there was more than one motor stall in the event logs nor the specific drug in the pump. The stall did not recover. The patient was implanted with a new pump and was doing fine with effective therapy. The pump was returned.

Manufacturer narrative:
The pump had delivered morphine 5.9 mg/ml at a dose of 3.1949 mg/day, marcaine 5.0 mg/ml at a dose of 3.1949 mg/day, and catapressan 37.5 mcg/ml at a dose of 23.962 mcg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
On (B)(6) 2016 it was reported that as a result of the motor stall the patient experienced the return of pain symptoms. Further details were not communicated. In regards that the pump was updated several times but this was unsuccessful, it further clarified that this meant that updating the pump did not result in the motor stall recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.